Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a replace battery now alarm. The customer's blood glucose level during the incident was unknown. They did not receive a low battery alert prior to the replace battery now alarm. Troubleshooting was performed and it was noted that it was the second occurrence of a replace battery now alarm without a low battery warning. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.